Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke in each procedure? Additional information was requested, and the following was obtained via: could you please clarify when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? During surgery. In event description indicates "sutures have broke with 2 different doctors"? It indicates that it could be in two different procedures, could you please clarify information below: 5 different packages of monocryl had suture break, these broke with 3 different patients. Were these cases previously reported to ethicon? No. What is the total number of products involved in each event? 5 x monocryl 3-0 did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event. Suture broke at the end of surgery after the knots were tied and the suture was buried. Could you please clarify if the patient/s suffered from any signs or consequences due to the issue? Please provide more information - no suffering, more suture packs were required to be open to complete surgeries. Events reported via: 2210968-2023-02640, 2210968-2023-02641, 2210968-2023-02643, 2210968-2023-02644.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened box with twenty-two packets that pertain to product code y923h was received for evaluation. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.